Event description:
It was reported that the right ventricle lead exhibited loss of capture. X-ray confirmed the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.